Event description:
Tyco sales representative reports via e-mail that customer experienced a software sync problem for the flow rate between the powerhead and console. On 12/08/2006: customer verified that the above problem was experienced.

Manufacturer narrative:
The out of sync issue was resolved, and this injector was upgraded to software 2.06 on 12/19/2006. Injector was returned to full service by the customer.